Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from the patient representative (rep) regarding a patient receiving intrathecal medication via an implantable pump for non-malignant pain. It was reported that the patient said the first pain pump that was put it was done by pain management, patient was suffering from bad infection and they left it for 5 weeks. Patient rep took the patient to the emergency room but the doctor that time still did not come and take care of the patient, so they did not want that doctor to be involved but they still go to them for injections. It was reported that they got their first pump that was put in and patient had a deadly bacterial infection and their pain got critical so they had to get surgery to get the pump removed and put in their current pump.